Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, the valve dislodged deeper in the annulus towards the left ventricle during final release as reported possibly due to a functional bicuspid aortic valve (av). This resulted in moderate paravalvular leak (pvl) as confirmed by transesophageal echocardiogram (tee). During the initial implant procedure, snaring was attempted via the left femoral artery. A paddle of the 34mm valve could be caught but the angle made it impossible to snare the valve. The condition was to be monitored for potential additional snaring. No additional adverse patient effects were reported.